Event description:
Right mammary silicon filled implant ruptured. Pt experienced pain and new onset of fibromyalgia, which believed to be related to the ruptured implants. Surgery required to explant this mammary implant.